Event description:
Blisters in throat, headache; resmed sleep apnea climateline tubing ref-36995 made in (B)(4). Lot: 1553562, sn: (B)(4), brand new tubing has heavy chemical smell used for several days thinking it would stop. Got a replacement and it was the same thing. Can't use, it makes me nauseous. FDA safety report ID# (B)(4).